Event description:
Medical records alleges infection.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:   UDI: (B)(4). No code available was used to capture medical device removal and surgical intervention.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No code available (3191) is used to capture joint instability.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 03 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent left knee arthroplasty due to degenerative osteoarthritis with complete loss of the medial femoral tibial joint space and genu varum deformity, left knee, pain, instability, and decreasing activities of daily living. Competitor cement was utilized. There were no intraoperative complications. On (B)(6) 2016 the patient had an arthroscopy with lysis of adhesions and manipulation, due to difficulty regaining range of motion, lack of extension. There were no reported intraoperative complications. On (B)(6) 2018, medical records note that the patient complained of pain and instability to the left knee and wanted to discuss proceeding with revision knee replacement. Radiographs at this time showed lucency about the tibial component suggestive of loosening. At the time of this review, there has been no revision information provided. Doi: (b)(^6 2016 dor: none (lt knee).